Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Prior investigation results remain the same: root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: us157852, lot number: 667240, brand name: m2a-magnum mod cup; catalog number: 139259, lot number: 347850, brand name: m2a magnum 42-50m tpr; catalog number: 11-103207, lot number: 585500, brand name: taperloc por fmrl lat. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01258. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that a patient has been indicated for left total hip arthroplasty revision approximately seven (7) years post-implantation. The patient is allegedly experiencing pain, tissue and bone damage, metal wear, metal poisoning, and limitation of daily activities. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One m2a-magnum mod hd sz 46mm was returned and evaluated. Upon visual inspection there is a dull line on the outside radius and a small piece of debris on the inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to failed mom devices with metallosis. No further information is available.